Event description:
In an unsuccessful attempt to advance a coronary stent with delivery system, with the protective sheath retracted, to the target lesion site in the pt's right coronary artery, the stent was "stripped off" of the balloon catheter. The stent was observed in the ostium of the right coronary artery and an unsuccessful attempt to retrieve the stent using a ranger balloon was made. A subsequent attempt to retrieve the stent using a snare device was successful and the stent was removed from the pt's body. There were no add'l complications reported relative to this event.